Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an acl reconstruction it was reported that there were metal shavings and debris. About 90% were removed via suction. There was a ten minute procedural delay with no patient injuries or complications.